Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic). A device interrogation was done and pectoral stimulation was performed; however, the oversensing could not be recreated. No programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 383059 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.